Manufacturer narrative:
This is a supplemental report to correct the initial MDR. The initial medwatch reported the subject device had bending section damage and leakage during reprocessing.; however; per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
Address: in front of (B)(6). The investigation is pending and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer returned the endoeye flex 3d deflectable videoscope for maintenance. During evaluation and maintenance, the bending section is damaged, and leakage is detected in the middle of reprocessing. There was no procedure and no patient involvement associated with this event.